Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
To investigate the customer concern, the investigation team initially reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify an increase in complaint activity. To evaluate the assay's performance, three in-house panels with known concentrations of ca 125 analytes were tested with reagent lot 10722m500. All of the materials utilized in testing were stored and maintained at the investigation facility. Each panel replicate was within the respective acceptance ranges, which demonstrates that the assay can accurately detect a known concentration of ca 125. The elevated architect ca 125 ii results were generated on a male patient. As such, the investigation team would like to take this opportunity to call attention to the intended use section of the architect ca 125 ii package insert, which states: the architect ca 125 ii assay is a chemiluminescent microparticle immunoassay (cmia) for the quantitative determination of oc 125 defined antigen in human serum and plasma on the architect I system. The architect ca 125 ii assay is to be used as an aid in monitoring response to therapy for patients with epithelial ovarian cancer. Serial testing for patient ca 125 ii assay values should be used in conjunction with other clinical methods used for monitoring ovarian cancer. It is further intended to be used in conjunction with architect he4 as an aid in estimating the risk of epithelial ovarian cancer in premenopausal and postmenopausal women presenting with an adnexal mass who will undergo surgical intervention. The results must be interpreted in conjunction with other methods in accordance with standard clinical management guidelines. The summary and explanation of test section states: elevations of ca 125 assay values have been reported in approximately 1-2% of healthy individuals, and in individuals with nonmalignant conditions such as cirrhosis and hepatitis. Non-ovarian malignancies in which ca 125 assay values have been reported include liver, pancreatic, lung, colon, stomach and biliary tract carcinomas. The ca 125 assay is not recommended as a screening procedure to detect cancer in the general population. Based on this investigation, we have concluded that the architect ca 125 ii assay is performing acceptably with no product deficiency identified.

Event description:
The account generated falsely elevated architect ca125 ii results on a patient during a health check who repeated in the normal reference range. The account uses a reference range of 0 - 35 u/ml for ca125. On (B)(6) 2012, during comparison testing for troubleshooting, the patient sample tested architect ca125 ii of 155.5 u/ml (lot 10722m500 and serial isr50273). No impact to patient management was reported.